Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. No discrepancies or anomalies were observed during a review of the device history record for this device. A device from shelf stock belonging to the same lot was evaluated. No discrepancies were noted. The outer diameter of the dilation tip measured within the appropriate specification. The introduction system was advanced through the accessory channel of an olympus jf-1t sideviewing endoscope in simulated biliary position. The stent deployed smoothly as intended. No resistance was encountered when removing the introducer system after stent deployment. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was no returned for evaluation. A definitive cause for the reported observation was unable to be determined. The likeliest factor which may have contributed to the reported difficulty experienced during removal of the introducer is that the strictured area was not dilated prior to stent placement. Resistance during introduction system removal can occur if the stent is placed in a severe stricture. The info provided indicated the stricture was tight, but not too tight for introducer advancement. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The instructions for use for this product line instruct the user to perform a sphincterotomy prior to stent placement to gain adequate access to the biliary duct. The user is also advised that a biliary dilation of the strictured area may be performed to ensure smooth stent deployment in narrowed strictures. Resistance during introduction system removal can also occur if the introduction system lodges on the elevator of the endoscope. This can occur if the elevator of the endoscope is in a raised position and/or clamps the introduction system during an attempt to remove it. Although raising the elevator aids in cannulation and successful positioning of the stent introduction system, lowering of the elevator prior to removal of the introduction system will aid in device preservation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified and may be related to use/procedural factors. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp procedure, the physician used a cook endoscopy zilver biliary stent introducer system. After stent placement, the introducer became stuck and could not be removed. The physician waited 5 minutes and then was able to remove the introducer without incident. Nothing had to be retrieved from the pt, no add'l procedures were required, and there were no adverse effects on the pt.